Event description:
It was reported that 2 intima-ii y18gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter: "1.the patient had an enhanced CT . When the medicine was pushed, the heparin cap burst, the cap end and the cap body were separated, all the liquid leaked out, and the blood returned seriously without causing personal injury. There were two cases with the same problem. 2. Sample feedback is not available, photos can be provided."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9169504. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on our evaluation of the provided photograph and the description of the event, our quality engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that 2 intima-ii y18 ga x 1.16 in prn/ec slm leaked. The following information was provided by the initial reporter: "1.the patient had an enhanced CT. When the medicine was pushed, the heparin cap burst, the cap end and the cap body were separated, all the liquid leaked out, and the blood returned seriously without causing personal injury. There were two cases with the same problem. 2. Sample feedback is not available, photos can be provided."